Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the (B)(6), during deployment of a 23 mm sapien 3 valve by transfemoral approach it was noted the balloon had burst at inflation. The valve was successfully deployed without any leak. No prior bav was performed. During removal of the delivery system, the balloon got wrapped up in the pigtail and ended up in the patient's abdominal aorta; therefore, it was not possible to retrieve it through the esheath. The delivery system was removed surgically by the vascular surgeon. The patient was discharged and is reported to be doing ¿well¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned for evaluation. The commander delivery system was returned after being used in the procedure, fully inserted through the loader assembly and esheath, with a bend on the balloon shaft due to return packaging. The proximal tapered length of the inflation balloon was returned separated. The pigtail catheter was returned cut into two pieces. The returned devices were visually inspected. The following were observed: radial balloon burst; proximal portion of inflation balloon separated, balloon bunched and wrinkled, some of the balloon material appeared to be missing, balloon spring slightly distorted at proximal end, circumferential delamination of sheath distal tip/liner and a kink on sheath shaft. Photographs of the devices were provided by the complaint site. The following were observed in the photographs: the inflation balloon appears radially burst and bunched, with the proximal portion of the inflation balloon separated. The separated portion was not captured in any of the photographs.  The pigtail catheter is cut, with a bend towards the distal end. Due to the returned condition of the device (inflation balloon burst; missing balloon material), no relevant functional testing was able to be performed. The complaints were confirmed visually. Single wall thickness of the inflation balloon distal to the observed burst was measured. Of note, the area proximal to the burst could not be measured as that area was not returned. Thicknesses deviating from the specification could contribute to the reported event and/or be indicative of a manufacturing non-conformance. The inflation balloon wall thickness met specification. A device history review (DHR) was performed and the review did not reveal any manufacturing related issues that would have contributed to this complaint. Review of lot history for the relevant work order did not reveal any additional complaints for ¿balloon ¿ separated¿, ¿balloon ¿ burst¿, or ¿delivery system ¿ withdrawal difficulty through sheath¿. A review of complaint history from december 2017 to november 2018 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for ¿balloon ¿ separated¿. The review of complaint data found that the complaint rate did not exceed the november 2018 control limit for the trend category ¿separated¿. A review of complaint history from december 2017 to november 2018 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for ¿balloon ¿ burst¿. The review of complaint data found that the complaint rate did not exceed the november 2018 control limit for the trend category ¿balloon burst¿. A review of complaint history from december 2017 to november 2018 for the edwards commander delivery system (all models and sizes) other returned complaints for ¿delivery system ¿ withdrawal difficulty-through sheath¿. The review of complaint data found that the complaint rate did not exceed the november 2018 control limit for the trend category ¿withdrawal difficulty¿. Based on the review of the instruction for use (IFU) and training manual, no deficiencies were identified. During the manufacturing process, the delivery system was inspected. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaints for ¿balloon ¿ separated¿, ¿balloon ¿ burst¿, and ¿delivery system ¿ withdrawal difficulty-through sheath¿ were confirmed based on visual inspection of the returned devices. A review of IFU/training materials revealed no deficiencies. No manufacturing non-conformances were identified in the returned sample, as dimensional testing of the device met specification. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR provided no indication that a manufacturing non-conformance contributed to the reported events. Review of the case notes/attachments and returned imagery revealed that the patient had moderate calcification in the native valve. As stated by the complaint site, the balloon burst during inflation, after full deployment of the valve. Based on the noted location of the calcification and a review of complaint history, it is possible that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences. The technical summary documents a review of balloon burst complaint investigations on returned devices. In these complaints, there were no confirmed visual or dimensional non-conformances for any of the returned devices. Additionally, there were no observed further complications or patient injuries that could be attributed to the burst balloons. Based on available evidence, it was found that patient factors, such as calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per the complaint description, ¿when removal the delivery system, the balloon got wrapped up in the pigtail and ended up in some part of the patient's abdominal aorta.¿ once the inflation balloon burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the delivery system, as the burst balloon became tangled with the pigtail and could have been caught on the tip of the esheath. Additionally, the mild tortuosity in the access vessel could also cause non-coaxial retrieval angles, which would have further exacerbated delivery system withdrawal difficulties through the sheath. As additional force was applied to untangle the pigtail catheter and the burst balloon or to withdraw the delivery system into the sheath, the loose balloon material could then have separated. As such, it is likely that patient/procedural factors (calcified native valve; burst balloon caught on pigtail catheter; tortuosity) contributed to the reported events. However, based on available information, a definite root cause cannot be determined at this time. No evidence of a product non-conformance or IFU deficiency was identified. As such, no fmea assessment is required. Since no manufacturing non-conformances, and no training or IFU deficiencies were identified, no preventative or corrective actions are required. Since no manufacturing non-conformances were identified and complaint rates for the applicable trend categories did not exceed their respective control limits, a pra is not required. The complaints for ¿balloon ¿ separated¿, ¿balloon ¿ burst¿, and ¿delivery system ¿ withdrawal difficulty-through sheath¿ were confirmed. However, no manufacturing nonconformances were identified in the returned device. Available information suggests that patient/procedural factors (calcified native valve; burst balloon caught on pigtail catheter; tortuosity) likely contributed to the complaint events. Since no manufacturing nonconformances or IFU/training inadequacies were identified and the complaint rates for the applicable trend categories did not exceed their respective control limits, neither pra escalation nor corrective action is required at this time.